Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient who was overcorrected post treatment. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. During technical onsite visit after this reported event the field service engineer (fse) replaced camera and scanner. No more information regarding to the reason of the replacement is available. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).